Manufacturer narrative:
(B)(4). This report was received from a consumer via baxter patient support program (patients retention program (B)(6)). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date ¿two to three days¿ prior to the receipt of this report, the patient experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotic therapy (dose, frequency and route not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and physioneal therapy was ongoing. No additional information is available.